Manufacturer narrative:
The guide wire was received at csi for analysis. A visual examination of the wire confirmed that the guide wire was fractured. Scanning electron microscopy analysis revealed evidence of excessive surface wear and fatigue. The proximal core wire fracture exhibited severe narrowing of the outside diameter, due to rotational damage. At the conclusion of the device analysis investigation, the report that the guide wire fractured was confirmed. It was hypothesized that the guide wire fractured due to excessive wear and possible fatigue from spinning under axial compression within the vessel, which would have reduced the clearance between the driveshaft and guide wire. However, this was not confirmed and the exact root cause of the fracture was unknown. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
Orbital atherectomy treatment was successfully performed in the superficial femoral artery. During the removal process, the diamondback coronary orbital atherectomy device (oad) became stuck in the sheath. During attempts to forcibly remove the oad from the sheath, the viperwire guide wire fractured. A snare device was used to retrieve the fragment from the sheath. Balloon angioplasty and stent placement were performed to complete the procedure.